Event description:
It was reported that a flo-gard infusion pump had a broken door latch. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, power on self-test, internal battery test and an alarm log review were performed. During the visual inspection it was identified that there was a broken door latch. The cause of the damage could not be determined. The door latch assembly was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.